Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of approximately 4 months, a lead dislodgement was reported. The patient is scheduled for a repositioning procedure, but at the moment, biotronik has no further information with regard to this revision.